Event description:
The biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their facility had a power outage and their central nurse's station (cns's) went into communication loss with connected device(s) for approximately 10 minutes and then everything came back up and is running as it should. No patient harm was reported.